Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective plunger clamp in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring, and tip clamp were replaced. The instrument was cleaned, dinspected, tested without further problem, and returned to service.